Event description:
It was reported that the pump declared an altitude alarm. No adverse impact to the customer¿s blood glucose level was identified since the levels remained between 54-500mg/dl. Technical support instructed the customer to remove obstructions from the pump¿s speaker holes, clean them gently, and reconnect the cartridge. After following these steps and waiting, insulin delivery resumed successfully, and no further alarms occurred. The pump returned to normal operation, and the customer received tips to prevent altitude alarms in the future.